Event description:
It was reported that during the implant procedure the helix of the right ventricular (rv) lead was noted to be extended without being activated. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.